Event description:
Breathing problems, device: edwards lifescience bovine transcatheter heart valve serial (B)(4), model 9600tfx , implant date (B)(6) 2018, position aortic size 20 mm. Patient (B)(6), implanting physician (B)(6) medical center (B)(6) tavr implanted device for aortic stenosis. Immediately had moderate to severe para-valvular aortic regurgitation as shown with multiple transthoracic echocardiograms, transesophageal echocardiogram, cardiac MRI, angiogram, and allied cardiac diagnostic procedures. FDA safety report ID # (B)(4).